Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was in very good conditions, when the second fitting after implantation was carried out in 2008. His ability to recognize words with no lip reading had improved by 37% using the vibrant soundbridge only. After this fitting, the improvement decreased progressively. An x-ray examination showed that the vorp seems to be in the right position. An rtf-measurement carried out in 2009 showed normal results.